Event description:
During a laparoscopic procedure, the "l" hook tip of the instrument was missing. X-ray located the piece inside the pt but it was irretrievable by the surgeon. Due to the location, size, and composition of the metal piece, the doctor chose not to remove it. Size is the same as a clip.